Event description:
It was reported that concerned cochlear implant was explanted. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters, where it will be evaluated. When available, the device failure analysis will be submitted as a follow-up report.